Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a site change in which only the short piece of the contact detach was replaced and the cartridge had not been changed for several days, the user experienced hyperglycemia while using the ilet, with glucose rising to 285 mg/dl and documented at 263 mg/dl, followed by a spontaneous decline and subsequent return to target after a meal announcement and a full supply change was recommended and later completed. Symptoms included no reported clinical manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education with guidance to perform a complete supply change. Investigation of this case revealed no device malfunction could be confirmed and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.